Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional has provided MRI test results showing ¿swollen lymph nodes, ¿suspicion of a broken prosthesis¿, ¿periprosthetic fluid in the left breast, "nodular lesion" and ¿left prosthesis has abundant folds¿. With ¿pain in the tail of the left breast¿. Healthcare professional later reported capsular contracture, baker grade unknown. Total capsulectomy performed. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases on device. As per the investigation procedure observed deformation and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional has provided MRI test results showing ¿swollen lymph nodes, ¿suspicion of a broken prosthesis¿, ¿periprosthetic fluid in the left breast, "nodular lesion" and ¿left prosthesis has abundant folds¿. With ¿pain in the tail of the left breast¿. The device has been explanted.

Event description:
Healthcare professional has provided MRI test results showing ¿swollen lymph nodes, ¿suspicion of a broken prosthesis¿, ¿periprosthetic fluid in the left breast, "nodular lesion" and ¿left prosthesis has abundant folds¿. With ¿pain in the tail of the left breast¿. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma, lymphadenopathy, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, e1, h6.

Event description:
Healthcare professional has provided MRI test results showing ¿swollen lymph nodes, ¿suspicion of a broken prosthesis¿, ¿periprosthetic fluid in the left breast, "nodular lesion" and ¿left prosthesis has abundant folds¿. With ¿pain in the tail of the left breast¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe. Pain: unable to observe. Lymphadenopathy: unable to observe. Lump/nodule: unable to observe. Crease/folding of implant: creases observed on the device. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional has provided MRI test results showing ¿swollen lymph nodes, ¿suspicion of a broken prosthesis¿, ¿periprosthetic fluid in the left breast, "nodular lesion" and ¿left prosthesis has abundant folds¿. With ¿pain in the tail of the left breast¿. Healthcare professional later reported capsular contracture, baker grade unknown. Total capsulectomy performed. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a.

Event description:
Healthcare professional has provided MRI test results showing ¿swollen lymph nodes, ¿suspicion of a broken prosthesis¿, ¿periprosthetic fluid in the left breast, "nodular lesion" and ¿left prosthesis has abundant folds¿. With ¿pain in the tail of the left breast¿. The device has been explanted.